Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 11, 2020. Device evaluation summary: during the visual inspection, the sample was found to be ruptured and received in three parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6410709, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 15, 2020. The replacement devices were 600cc mentor high profile prostheses. In addition to the right sided rupture reported initially, the patient also experienced bilateral ptosis. This report relates to the right prosthesis. See 1645337-2020-14132 for contralateral prosthesis report. The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The identity of the lot and serial numbers were revealed with the receipt of the device. D4 has been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced right sided rupture post procedure. Rupture was suspected from a mammography examination performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were provided, however, the reporter could not identify which serial number belonged to the impacted product. (Serial) has been populated to represent both possible serial numbers.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. Bilateral prostheses replacement is planned for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).